Manufacturer narrative:
The investigation is not yet concluded. Investigation results will be reported in the f/u report.

Event description:
It was reported that: the ventilator switched from ventilation mode bipap to CPAP w/o external influence. The relatives of the pt realized a relevant drop of oxygen saturation. The evita 4 generated alarm for mv-low and apnea. After switch to bipap pt recovered in short time.